Event description:
Device malfunction: link break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose a-t device attempted arteriotomy closure of a calcified femoral artery after a diagnostic procedure. Reportedly, when the plunger was pulled back, a link break occurred at the posterior cuff. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any add'l relevant info. The safety and effectiveness of the starclose vascular closure system have not been established in pts with femoral artery calcium, which is fluoroscopically visible at access site.